Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that the cap broke off the gastrostomy device. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Additional information was received from the complainant on 07/30/2018 and the associated fields were updated. Photos were provided and are being evaluated. The investigation is currently underway. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the cap broke off the gastrostomy device. The device was removed and replaced. There was no reported patient injury.

Event description:
It was reported that the cap broke off the gastrostomy device. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one 18 fr x 1.7cm button was returned for evaluation and three photos were provided for review. In the visual inspection and photo review, it was noted that the cap was not attached to the strap. The cap was not returned with the sample. When viewed under magnification, the break surface on the strap was noted to possess parallel striations. Based on the findings, the investigation is confirmed for the reported cap detachment. Per the evaluation results, the break surface had two sets of parallel striations, propagating in a semi-circular path from either side of the break. This is typical of a break due to sharp instrument damage. Therefore, it is possible that a cut with a sharp instrument contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Other potential contributing factors include material fatigue and stress on the cap. Labeling review:the instructions for use (IFU) included in the product kit prescribed the proper method of implantation for this device to prevent undue injury to the patient and damage to the product.